Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo was received showing the graphic side of a blister package (p/n 305901) from batch #0351159. The package had no visible defects. A physical sample is required for a more thorough evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle sftygld 25x5/8 rb pierced through the safety mechanism cover once engaged, delivering a dirty needle stick injury to the nurse. The following information was provided by the initial reporter: "needlestick injuries relating to the engineering control, needle safety cap not working as it should be. Nurses explained engaging the safety cover and hearing the audible snap, but being poked through the cap."